Event description:
Three of the eight arms on a 3-level manta ray plate did not lock into place over the screw heads when they were inserted into the plate.

Manufacturer narrative:
(B)(4). None of these three batches had any nonconformances or other issues that were noted during inspection that would contribute to this problem. In conversation with the manta ray project manager, it was stated that the surgeon had bent the plate over 2 of the 3 screw holes that experienced problems with the spring arm. This is contrary to the surgical technique manual which specifically states on page 6; "the 18mm through 92mm manta ray plates are designed to be contoured using the plate bender. To contour the plate, insert the plate into the plate bender while aligning the center of the graft viewing windows with the plate bender. Do not bend outside of this area as bending on or near a screw hole can compromise the screw retaining mechanism."